Event description:
It was reported that patient underwent total hip arthroplasty in 2008. Subsequently, patient was revised in 2009, due to a fractured acetabular liner. The liner and modular head were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that the fracture appeared to have occurred along the groove for the locking ring, although the initiation site was not determined. The crack appeared to have propagated along the locking ring groove past where complete fracture occurred. Just superior to the crack is a slit in the polyethylene. The location of this slit was not consistent with the cracking that occurred along the locking ring and may have been created during removal. The wear marks and the scratches from third body debris that could be seen on the ID of the liner suggest that the modular head may have been transferring load at or above the locking ring onto unsupported polyethylene, which may explain the deformation that occurred on the od scallops. If the modular head was loading the unsupported polyethylene, there may have been enough load to deform the polyethylene over the rim of the ringloc+ shell. There were screw hole protrusions caused by deformation of material around the screw holes on the back side of the liner. The machine lines were deformed at the top of the protrusions and a secondary indentation or deformation was made. This may have been caused by motion of the liner before or after fracture. Third body debris was also embedded close to the screw hole protrusions on the backside. The debris appeared to be metallic, but the chemistry of the debris was not tested. Evaluation of radiographs taken before the revision surgery found that the cup angle of the hip measured to be 64 degrees. The increased cup angle could have contributed to the early failure of the poly liner. This report filed october 22, 2009.